Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary angiography diagnosis procedure. The procedure was delayed and completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse performed a functional test and refixed all cables and hard disks in the ippc and host pc. Fse found the cause of the issue was the host pc c-mos battery being faulty. Fse replaced the battery and restarted the system three times. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.